Event description:
The customer reported to beckman coulter (bec) a leak inside the coulter lh 500 hematology analyzer. The customer indicated that the startup was failing when the leak was noticed. The volume of the leak was about 10 ml and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The customer was wearing personal protective equipment (ppe), consisting of gloves, face protection and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to open wounds or mucous membranes. Medical attention was not sought. No erroneous results were generated for this event. There was no death, injury or change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and discovered that the tubing through pinch valve (pv27) had become disconnected from the t fitting going to the differential lyse pump. The pv27 controls the erythrolyse ii reagent path to reagent pumps (pm6 and pm7). The fse replaced the tubing and the instrument ran without any leaks and passed the startup. The fse verified the repairs per established procedures. The cause of the leak was the tubing through pinch valve pv27 had become disconnected from the t fitting going to the differential lyse pump. However, the instrument operated as intended by generating failing startup, alerting the operator to an instrument problem. (B)(4).